Manufacturer narrative:
No product was returned for evaluation. Should new relevant device not returned.

Event description:
It was reported that the pump shut off unexpectedly. The customer was able to turn the pump back on and charge it to 100%. There was no reported impact to the customer's blood glucose level. The customer declined to review pump data or to perform any troubleshooting with tandem technical support to determine the cause of the pump shut down.